Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and¿self-test.¿no low battery alert, pump error 43/41/failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump.¿the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 07/24/2025 19:51:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 2.0 received the low battery alert (104) on 07/24/2025 19:51:00 after more than 7 days at 26.05 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump error 43/41 alarm found in the pump history file/trace on 14-aug-2025 at 18:29:39. (6) failed battery test alarms found in the pump history file/trace on 14-aug-2025 started from 18:29:52 to 18:33:20. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed battery test alarm not confirmed. Pump error 43/41 alarm was confirmed and isolated to the motor. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer was treated with insulin pen and pump. Customer also reported that the pump received replace battery now alert and failed battery alarm. Customer reported blood glucose value of 270 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer received pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). It is unknown if customer was using the auto mode/smart guard feature at the time of the event. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.